Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead, and r waves were small. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead continued to exhibited t-wave oversensing (twos), but was noted to often occur during impedance testing. However, there were times the lead exhibited twos that did not occur during testing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.